Event description:
Device report from synthes europe reports an event in the united kingdom as follows: it was reported patient was implanted with a variable angle (va) distal radius plate and unknown quantity of va locking screws on unknown date. On unknown date it was revealed that two (2) of the va locking screws have backed out. Surgeon states the incorrect drill guide was used and the screws were outside the 15 degree parameter. Patient was returned to surgery on unknown date where the plate and screws were removed. Patient was revised to a competitor¿s plate. Concomitant devices reported: 2.4/2.7 va-lcp 2 column distal radius plate (part: 02.111.671s, lot: l275303, quantity: 1), 2.4mm locking screw self tapping with stardrive recess 14mm (part: 212.814, lot: unknown, quantity: 3), 2.4mm locking screw self tapping with stardrive recess 22mm (part: 212.822, lot: unknown, quantity: 1), 2.4mm locking screw self tapping with stardrive recess 20mm (part: 212.820, lot: unknown, quantity: 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event description device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Date of event: unknown. This report is for an unknown drill guide/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. No code available used to capture use of incorrect drill guide which prevented the screws from locking to the plate, which then resulted in the screws backing out. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported patient was implanted with a variable angle (va) distal radius plate and unknown quantity of va locking screws on unknown date. On unknown date it was revealed that two (2) of the va locking screws have backed out. Surgeon states the incorrect drill guide was used and the screws were outside the 15 degree parameter. Patient was returned to surgery on unknown date where the plate and screws were removed. Concomitant device reported: distal radius plate (part number unknown, lot number unknown, quantity 1). This report is for an unknown drill guide. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product was not returned and no article- and lot number was provided. Based on the information available is there no allegation against the drill sleeve as the user took the wrong drill sleeve by mistake. Therefore it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Conclusion codes device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices: 2.4/2.7 va-lcp 2-c drp std 6h hd/7h shaft/109mm/lt-ster (part: 02.111.671s, lot: l275303, quantity: 1), 2.4mm locking screw slf-tpng with stardrive recess 14mm (part: 212.814, lot: unknown, quantity: 3), 2.4mm locking screw slf-tpng with stardrive recess 22mm (part: 212.822, lot: unknown, quantity: 1), 2.4mm locking screw slf-tpng with stardrive recess 20mm (part: 212.820, lot: unknown, quantity: 1) this is report 2 of 3 for (B)(4).